Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent atrial undersensing. Boston scientific technical services (ts) was consulted and reprogramming options were discussed. No adverse patient effects were reported. At this time, this device remains in service.